Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3455 ml and the fill volume was 2000 ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv. Per the nurse they used higher concentration solution for this specific therapy to pull extra fluid out of the patient as the patient had edema in his legs. The nurse stated that the patient's edema was not related to peritoneal dialysis therapy. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The root cause of the iipv was determined to be: insufficient drain as one or more cycles advanced to the next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).